Manufacturer narrative:
Patient gender and weight are unknown. Date of post-operative plate break is unknown. Implant date: unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: april 16, 2013 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with a locking compression plate on an unknown date. Sometime after the initial procedure, the plate broke. A revision procedure took place on (B)(6) 2015. Patient status/outcome is unknown. This report is 1 of 1 for (B)(4).